Event description:
Same case as MDR ID: 2134265-2014-02353. It was reported that stent migration occurred. Vascular access was obtained via the femoral arteries. The 20mm in length, eccentric, de-novo, 70% stenosed target lesions were located in the non tortuous and non calcified, 7mm in diameter, common iliac arteries. Two 6f introducer sheaths and two 0.035 non-bsc guidewires were used to gain access to the lesion. The lesions were not pre-dilated. Two 7.0x40x75cm express ld vascular stents were selected and deployed to the target lesions simultaneously using kissing technique. After deployment, both stents migrated from the common iliac artery to the external iliac artery. The stents were post-dilated in this location and remained implanted. Two additional express ld stents where subsequently successfully deployed at the original target location in the common iliacs using higher pressure - 12 atmospheres. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).